Manufacturer narrative:
Batch review performed on 20 december 2023. Lot 2011068: 60 items manufactured and released on 14-dec-2020. Expiration date: 2025-nov-30. No anomalies found related to the problem. To date, 55 items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on (B)(6) 2023: gmk-spherika 02.07.0041ip patella inset ø24mm (k090988) lot 2215538: 60 items manufactured and released on 09-nov-2022. Expiration date: 2027-oct-20. No anomalies found related to the problem. To date, 54 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability due to mild laxity and poor patella tracking. About 9 months after the primary surgery, the surgeon revised the 10mm insert with an 11mm insert and revised the patella implant. The surgery was completed successfully.